Event description:
The customer reported being hospitalized for low blood glucose levels between 50 and 60 mg/dl. The customer stated that her glucose meter was not reading correctly, causing her to give herself insulin when she did not need it. The customer was advised to call the glucose meter MFR for a replacment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.